Manufacturer narrative:
Following the investigation made on the subject surgery data logs files, the root cause was found to be linked to a known design bug.

Event description:
It was reported that while the arm of the robot was driving to intermediate position, to drive to the next, there was a communication failure. It was noticed the surgeon was holding the arm while it was trying to drive. The system shut down and restarted, and functioned per normal after.